Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The company representative cleaned the contacts of the system. The system was tested and found to meet product specifications. The system was manufactured on may 23, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the system turned on but there was a delay in laser prior to a surgical procedure. The system was restarted to initiate and complete the scheduled procedure. There was no harm to the patient.